Event description:
(B)(6) study . It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer sheath was placed and then the aortic valve was treated with a 25 mm lotus edge valve, which was implanted successfully into the correct position. Event summary: on the same day of the index procedure, holter monitor revealed new left bundle branch block. No further action was taken to treat the event. The subject was discharged on aspirin and clopidogrel two days later. Five days later, the event was considered recovered.